Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon was pulling out the monopolar curved scissors (mcs) instrument, and the tip came off and fell into the patient. The mcs tip cover accessory was retrieved without any additional harm to the patient. The procedure was being completed as planned.